Manufacturer narrative:
Per tandem user guide: when cleaning your t:slim x2 pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is performing the pump cleaning step incorrectly and the cartridge was not loaded properly. Customer reportedly cleaned the pump and reloaded the same cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.